Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in the early 2000's. A revision procedure has been indicated due to an unknown reason; however, no revision has reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent right total hip arthroplasty on an unknown date in the early 2000's. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to dislocation. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.